Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report was duplicated and attributed to the mfe primary shield on the analog board. All primary and secondary shields were replaced to the current revision to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.